Event description:
It was reported that the hematoma was initially caused by the unknown resume lead. This information was previously reported in manufacture report # 3007566237-2012-03117. But additional review revealed that it required it's own event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).